Event description:
A report was received that the patient had (B)(6) infection at the lead and pocket sites. Symptoms were pus and swelling. The infection was not believed to be device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 17310475, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.